Manufacturer narrative:
This report is submitted on august 25, 2022.

Event description:
Per the clinic, open circuits were noted on 10 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 10, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new device during the same surgery. This report is submitted on october 05, 2022.